Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the instrument was received engaged with the subject reload. The instrument firing knobs were slightly advanced leaving the reload jaws in the clamped position. The instrument firing knobs were retracted fully, allowing for release of reload jaws. The reload was unloaded from the instrument with difficulty. Visual inspection of internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. Functionally, the instrument was successfully loaded with a pmv loading unit. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open distal pancreatectomy procedure. The surgeon was applying the stapling reload across a vessel. But the manual stapling handle and reload were not used as they jammed and the handle could not be squeezed closed or fired. The surgeon was not able to press the green button and was not able to squeeze the handle. There was also a problem unloading the device. The reload could not be unloaded. In order to resolve the issue and complete the case, another stapling handle and reload were opened and used. There was no patient harm. The patient outcome is alive, no injury.